Manufacturer narrative:
(B)(4).it is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter product surveillance of a vented interlink set in which an incident occurred several times. There are holes in the tubing, so that when an unknown fluid mixes in the tube; it draws blood from the patient's arm and starts spewing out. Reporter stated that the event has recurred approximately four times. There was no patient injury or medical intervention reported. No additional information is available. This is report 4 of 4 of the same reported problem from this facility.